Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a critical pump error on the insulin pump. There was a red x on the display. Troubleshooting was performed. The customer¿s blood glucose level was 166 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarm(open book image) alarm noted during testing. However, corroded electronic assembly noted during visual inspection. The insulin pump was received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked case(battery tube), cracked battery tube threads and cracked retainer.